Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic segmentectomy and wedge resection, while removing the lung parenchyma, after firing, it was noted that there was poor staple formation. Some of the staples are not formed or are poorly formed. Surgeon used another reload to complete the case. No patient injury.